Event description:
During the atrial fibrillation procedure, when two introducer was placed at the left atrium, and after creating a voltage map with advisor vl, advisor vl was placed in ls, and tacticath se was placed in li bottom, but it did not reach the bottom, so tacticath was pulled out to change to agilis. After that, when schwartz was removed and changed to agilis, the st increased on the electrocardiogram and vt occurred. Although it stopped spontaneously, the blood pressure also decreased, so an echocardiogram confirmed a large amount of air in the right atrium, left ventricle, and aorta. Moving the contrast sheath and collected about 10cc of air with a syringe. Although it was not completely cleared, the electrocardiogram returned to normal and the patient regained consciousness, so pvi was performed again. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. One additional dilator was also returned. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. No gap was noted at the dilator/sheath transition when the dilator was advanced through the returned sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the patient air embolism and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.